Event description:
Boston scientific received information, that during a routine follow-up, this left ventricular (lv) lead displayed high out of range pacing impedance measurements, increased threshold measurements, and loss of capture (loc). A replacement procedure was going to be performed, but instead the decision was made to reprogram from bipolar to unipolar pacing due to this patient's tortuous anatomy. There were no issues when device/lv lead programmed to a unipolar configuration. There were no adverse patient effects reported.

Manufacturer narrative:
This lv lead remains implanted. At this time there is no additional information. Should additional information become available this report will be updated.